Event description:
Corrective data on b1.

Manufacturer narrative:
Investigation results on smiths medical medfusion pump were completed. The physical aspect of the device was reported to have contamination near tubing guides. Case bottom was found to be cracked by l-bracket and cracked right plunger case. Event history log confirmed pump motor drive off post . Power up and occlusion test performed on the complaint but was unable to be duplicated, however fluid contamination on back of main board caused error of motor error and motor failure. It is believed the customer is not following the manufacture guidlines provided in care of cleaning and excessive fluid found on pump surface. The pumps main board was replaced from damage and preventive maintenance battery changed. Also replaced was damaged cracked case and right plunger case. The device passed all delivery and functional testing once repaired.

Event description:
Information received a smiths medial medfusion 4000 pump alarm motor rate error and motor failure upon power up. No adverse patient events.